Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. This occurred after the patient had an unrelated procedure done approximately one month ago, and the ipg was not placed in the surgery mode. It was noted that the patient lost therapy after. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during whch the ipg was explanted and replaced. Effective therapy was established post-operatively.